Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4). Retainer ring: black. The insulin pump was received with a scratched case, a cracked reservoir tube lip, a cracked keypad overlay, a missing display window/cover, a cracked case-corner of belt clip rails and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump passed the displacement test and self test. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing.

Event description:
Information received by medtronic indicated that the back of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.